Event description:
A (B) (6) male, pt, contacted zoll lifecor customer support service to report one of his battery packs was not charging. Support requested the pt to download in order to review data. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device eval summary - device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery pack not holding a charge was due to an open connection within the battery tripack. The open connection was caused by a separated solder tab from one of the tripack cells. The solder tab is spot welded on the ends of the tripack cells. The root cause of the separated solder tab has not been determined but may have been caused by excessive force such as a drop. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.